Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 32mm amplatzer septal occluder was selected for implant using a 12f amplatzer trevisio delivery system. During procedure, the occluder was deployed once, then recaptured. During the second deployment, the 2nd disc became twisted and was not implanted. There were no interactions with cardiac structured during deployment. No angulation or kink was observed with the delivery system. A new 32mm amplatzer septal occluder was successfully implanted using a new unknown sized trevisio delivery system. No patient consequences were reported.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on the information received and returned device analysis, the cause of the reported device deformity could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
N/a.